Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: endovascular outcomes in aortic arch repair with double and triple parallel stent grafts guo, etal, j vasc interv radiol 2020; :1¿9 https://doi.org/10.1016/j.jvir.2020.06.026. Exact date of implant unknown among the entire cohort all-cause mortality rate was (B)(4). There was no information to suggest any of the valiant captiva device failures caused or contributed to the deaths. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in conjunction with non mdt stent graft systems in patients who underwent thoracic endovascular aortic repair (tevar) for thoracic aortic aneurysm (taa) and aortic dissection (ad) on unknown dates. The following adverse events were reported: type ia endoleak and endograft migration. The cause of the adverse events are undetermined.